Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that during a meniscal repair procedure the customer's first truespan meniscal repair peek 0 degree misfired on the second implant. The sales rep stated that the first implant remained in the patient. They then used a second truespan meniscal repair peek 0 degree but the trigger stuck and when they applied pressure to it, there was a popping noise and would not fire the second implant. The case was completed with truespan meniscal repair peek 12 and 24 degree. There was no patient harm or delay. The devices are being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observations revealed the implants were not returned. Functionally, the trigger didn't work as intended and a click sound was not heard when the trigger was fully pressed which indicates the trigger is broken. A possible root cause could be the surgeon applied too much force which caused the trigger to break. This complaint can be confirmed. A non-conformance search was performed for this part (228150), lot (l973577) combination and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).